Event description:
On (B)(6) 2025, a facility representative reported via (B)(4) that an ar-1998ctf-07 flexible biocomposite interference screw tap broke during a case. The point where the flexible reamer bends snapped inside the patient and was able to be retrieved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufacturing date 29-mar-2016.